Event description:
Report 2 of 2. Report received from the USA stating that during a craniotomy case, the device got "stuck" in the attachment and could not be removed. There was a delay of less than five minutes to the case. Another device was available to complete the case. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).